Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken ac receptacle, cracked battery door and right plunger case and missing serial number label on the bottom case. Event log history was performed and indicated that depleted battery and base not responding was recorded in history. During analysis, the battery was not recognized by the pump, all values are zero. It was noted that inoperable interconnect board due to normal wear was the cause of the reported issue. Service replaced interconnect board, also replaced battery as a preventative measure. Performed power up process, charged to 100%, checked battery status, and performed all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that the software of a smiths medical medfusion pump could not be changed. No adverse effects were reported.

Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred outside a procedure; there was no patient injury.